Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time due to health and age. The recipient's pain resolved. The recipient is not wearing the device with a magnet. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Imaging revealed the magnet is dislodged. Device testing was within normal limits. Programming adjustments were made, and improvement was noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain following an MRI. The recipient was advised to discontinue use. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.